Manufacturer narrative:
The device currently remains implanted. If the device is explanted and returned, this report will be updated upon completion of investigation.

Event description:
It was reported during a routine follow up, the device was showing premature battery depletion. Technical services is reviewing the data from the device to determine whether the device's battery is depleting faster than normal. The device currently remains implanted. No adverse effects were reported.

Event description:
It was reported during a routine follow up, the device was showing premature battery depletion. Technical services reviewed disk analysis and were able to confirm the premature battery depletion. The device was explanted and replaced. No adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.